Event description:
A surgeon reports that one day after intraocular lens (iol) implant surgery, he noticed the iol was dislocated. The iol was removed and replaced. The surgeon indicated one haptic appeared to be bent on the removed iol. The surgeon felt the bent haptic was due to handling during surgery. He patient's outcome was good.